Manufacturer narrative:
A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. The event is consistent with a hypersensitivity type reaction. Hypersensitivity or allergic adverse reactions are known risks of hemodialysis. The nxstage user guide and instructions for use include allergic reaction as a potential risk associated with dialysis therapy and also include warnings to monitor for potential allergic reactions. Biocompatibility of the device has been established. UDI: (B)(4).

Event description:
A report was received on (B)(6) 2025 from the nurse of a 44-year-old male patient with a medical history including end stage renal disease, who stated the patient experienced cramping during an in-center hemodialysis treatment and was administered a saline bolus. Upon administration of the saline bolus the patient experienced "respiratory distress", cardiopulmonary resuscitation was performed, and the patient was transported to the hospital on (B)(6) 2025. Additional information was received on 29 aug 2025 from the nurse who stated the patient was admitted to the hospital on (B)(6) 2025 and released on (B)(6) 2025, no further details of hospitalization were provided. Per the nurse, the patient did not experience any additional symptoms and has resumed hemodialysis with the use of a dialyzer from a different manufacturer.